Event description:
This report summarizes <noe> 225 </noe> malfunction events in which the device had paint chips missing. 225 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 225 previously reported events are included in this follow-up record. Product return status 87 devices were received. 138 devices were evaluated in the field. Event confirmation status 225 reported events were confirmed. Evaluation results 225 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 225 events were reported for this quarter. Product return status: 62 devices were received. 138 devices were evaluated in the field. 25 device investigation types have not yet been determined. Event confirmation status: 200 reported events were confirmed. Evaluation results: 200 devices were found to be affected by missing paint chips. 225 devices were not labeled for single-use. 225 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 225 </noe> malfunction events in which the device had paint chips missing. 225 events had no patient involvement; no patient impact.